Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence, non-obstructive urinary retention. It was reported by an advanced evaluation patient that they were in a lot of pain after the surgery. Additional information was received from advanced evaluation patient on (B)(6) 2020. The patient mentioned constipation and urinary tract infection (uti) since the procedure. The patient also noted that the charging cord for their programmer was not working. The patient also mentioned they had no instructions on how to use the diary or programmer and they were very frustrated. On (B)(6) 2020, the patient stated they were confused and that they still had a lot of pain from the incision site. No further complications were reported at this time.